Event description:
The customer reported being hospitalized due to high blood glucose of 900-1000mg/dl. It was stated that the customer mentioned having high blood glucose during a dialysis procedure. The customer reported experiencing high glucose for the past four days. The customer's most recent glucose reading was 200mg/dl, and he was treated with the insulin pump. Troubleshooting was performed. Reviewed the programming and found that the time was incorrect. Assisted the customer in fixing the time. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.